Manufacturer narrative:
The event was reported via medwatch report #mw5064235. Manufacturing review: the lot number was not provided; therefore, a review of the device history records was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post vena cava filter deployment for trauma and dvt, the patient presented to an outside hospital with an alleged embolized filter with detached limbs and acute chest pain, pericarditis, and arrhythmia. The patient was transferred to another hospital for a complex filter retrieval procedure. It was further reported that the filter and detached limbs were successfully captured and retrieved, percutaneously, using forceps and snares. The detached filter limbs were removed from the following locations: one in the left ventricle; one in the pulmonary artery; one in the filter; and one in the caval wall. The patient pain was reportedly resolved following the conclusion of the retrieval procedure.